Event description:
It was reported that the vns patient had been experiencing painful stimulation in her neck and her vns generator indicated 4 months left on her vns battery. It was believed that the painful stimulation may have been related to the battery nearing depletion; however, the painful stimulation persisted following vns generator replacement. The explanted generator was returned and no anomalies were found with the performance of the generator. Additional information was later received indicating the patient was being referred for lead replacement because a lead fracture was suspected. A manufacturer representative at the lead replacement surgery discovered that the patient had previously fractured her clavicle prior to the generator replacement and needed to have a plate placed on her left clavicle. The physician believes the placement of the plate damaged the leads. X-rays taken show that the screws of the plate are in the lead path; however, these x-rays have not been forwarded to the manufacturer for review. Lead impedance was normal following the generator replacement as per the physician. The vns lead has been replaced and diagnostics following replacement are normal. Attempts for the return of the explanted lead have been unsuccessful to date. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.